Event description:
Medical assistant contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6) 2014, a patient experienced bleeding during insertion. Bleeding subsided on its own and no further medical intervention was necessary. At the time of the call, patient was not experiencing any pain or bruising.